Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade unknown, rupture, and "palpable lump."

Event description:
Healthcare professional reported left side "rupture" and capsular contracture, baker grade unknown. Healthcare professional additionally reported "palpable lump" -this is not device related. Device has been explanted.